Event description:
It was reported the pt was no longer able to communicate with the ipg using external devices. The pt had gained weight and it was suspected the ipg may have flipped, or had turned. The pt was to meet with the physician regarding the issue.

Manufacturer narrative:
This ipg serial number was included in field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.